Event description:
It was reported that the alarm did not activate during priming. There was no reported patient involvement.

Manufacturer narrative:
H4 - device mfg date is unknown; no information is available based on the reported serial number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The alarm does not sound after the device is powered on. The cause was traced to a defective printed circuit board (pcb). The pcb was replaced to address this issue.